Event description:
During follow-up, overestimation of battery longevity was observed when the device was interrogated. During subsequent remote follow-up, the longevity estimate was within the expected range. No intervention was performed; the patient was stable and there were no adverse consequences.